Manufacturer narrative:
H.6. Investigation summary: bd received a 24 gauge insyte unit from lot 9177504 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no damage to the catheter but noticed that there was still tip adhesion present on the unit. Prior to use it is recommended that the catheter is rotated 360 degrees to break any left over adhesion present. No other issues were found and once the adhesion was broken the device was found to be functioning as intended. Based off the visual inspection and testing the engineer was able to verify that there was tip adhesion but could not verify any difficulty with advancing or penetration. The issue with tip adhesion was determined to have occurred during the catheter pointing stage. The manufacturing facility has been notified of this incident and the findings. CAPA 1302123 was opened to address this issue. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of insyte 24ga x 0.75in experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: several attempts are made to insert the catheter in the patient and the catheters are damaged, do not advance, go through the veins, and the punctures in the children were increased up to three times.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of insyte 24ga x 0.75in experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: several attempts are made to insert the catheter in the patient and the catheters are damaged, do not advance, go through the veins, and the punctures in the children were increased up to three times.